Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was not connected to power, then firmly pressed center of button as instructed by technical support, after which display turned on and pump was acknowledged to be functioning as intended.